Manufacturer narrative:
The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Event description:
A freedom driver was not supporting a pt. The customer reported that when she turned on the freedom driver, the display screen was blank. The customer also reported that when she turned off the driver and turned it on again, the display screen functioned as intended. This alleged failure mode poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. In addition, it would not prevent the freedom driver from performing its life-sustaining functions. Although the freedom driver exhibited a blank display screen, the driver continued to function as intended.